Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable troponin t stat results for 11 patient samples on a cobas e 411 analyzer. Patient 1 sample ID (B)(6): the initial result was 0.060 ng/ml. The repeated result was 0.010 ng/ml with a data flag. Patient 2 sample ID (B)(6): the initial result was 0.040 ng/ml. The repeated result was 0.010 ng/ml with a data flag. Patient 3 sample ID (B)(6): the initial result was 0.040 ng/ml. The repeated result was 0.010 ng/ml with a data flag. Patient 4 sample ID (B)(6): the initial result was 0.050 ng/ml. The repeated result was 0.010 ng/ml with a data flag. Patient 5 sample ID (B)(6): the initial result was 0.070 ng/ml. The repeated result was 0.010 ng/ml with a data flag. Patient 6 sample ID (B)(6): the initial result was 0.040 ng/ml. The repeated result was 0.010 ng/ml with a data flag. Patient 7 sample ID (B)(6): the initial result was 0.060 ng/ml. The repeated result was 0.010 ng/ml with a data flag. Patient 8 sample ID (B)(6): the initial result was 0.040 ng/ml. The repeated result was 0.010 ng/ml with a data flag. Patient 9 sample ID (B)(6): the initial result was 0.060 ng/ml. The repeated result was 0.011 ng/ml with a data flag. Patient 10 sample ID (B)(6): the initial result was 0.050 ng/ml. The repeated result was 0.010 ng/ml with a data flag. Patient 11 sample ID (B)(6): the initial result was 0.130 ng/ml. The repeated result was 0.084 ng/ml with a data flag. The repeated results were believed to be correct. The questionable results were reported outside of the laboratory. The initial results were questioned by a physician, who found the results incompatible with the patients' conditions. The reagent lot number is 60214301 with an expiration date of 31-mar-2023.

Manufacturer narrative:
The field service representative found the customer had the barcode labels reversed on the calibrator bottles. He placed barcode label on correct vials and calibrated assays. The customer ran qc and results were within range. He observed the tnt-stat was last calibrated on (B)(6) 2022. He ran a low control and high control precision. The high control precision had one high flyer. He changed the pinch tubing, which had noticeable damage. He ran mixed control again as a precision and the results passed. He aligned the probe over the rack sampler and the customer performed qc after calibration and results were within range. The investigation is ongoing.